Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation with two unspecified saline breast prostheses and experienced bilateral deflation post-operatively. As a result, the patient underwent bilateral device explantation on (B)(6), 2023. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the device information was not provided, the UDI is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2025, mentor received additional information reporting that the patient's replacement devices were 500cc mentor memorygel breast implant (catalog number 3505001bc) with lot number 9553365 and 9654337. The impacted devices were two 400cc mentor memorygel breast implants (catalog number 3507400bc). The device information has been updated in section d of this report. The device date of implantation was updated to (B)(6) 2006. On september 12, 2025, it was clarified that the patient only had a breast rupture on the left side and is a duplicate report of a previously submitted complaint. Therefore, mentor has updated the complaint coding to downgrade this complaint and all relevant information regarding this event will be captured in the previously submitted report with manufacturer's report number 1645337-2023-10616. Manufacturer¿s reference number: (B)(4).